Event description:
The distributor reported that a customer received two false negative hcg results while using medline hcg pregnancy test cassettes. The patient presented after receiving a positive home urine pregnancy hcg test. The patient's urine was tested in office which yielded 2 negative hcg results. A confirmatory hcg blood test was performed which yielded a positive hcg test. The customer reported quality control testing was performed which also yielded a false negative hcg result. No adverse health outcomes were reported. As a result of the negative test result, the patient now undergoes serial hcg lab work weekly.

Manufacturer narrative:
B3 - date of event: was not provided, therefore (B)(6) 2026 was selected. Preliminary investigation findings (pending return testing): an investigation was performed on retention product from the reported lot number. Retention devices were tested with high positive standards (204.75iu/ml and 232.43iu/ml). Results were read at 3 minutes and all devices yielded expected positive results. No false negatives were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: 1. Place the test cassette on a clean and level surface. Hold the pipette vertically and transfer 3 full drops of urine (approx. 100 l) to the specimen well (s) of the test cassette, and then start the timer. Avoid trapping air bubbles in the specimen well (s). Wait for the red line(s) to appear. Read the result at 3¿4 minutes. 2. Very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. 3. False negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning serum or urine specimen should be collected 48 hours later and tested. 4. This test reliably detects intact hcg up to 500,000 miu/ml. It does not reliably detect hcg degradation products, including free-beta hcg and beta core fragments. Quantitative assays used to detect hcg may detect hcg degradation products and therefore may disagree with the results of this rapid test. 5. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.